Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the grip hub for axis 6 at the proximal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Isi received a video clip related to the alleged complaint and the following additional information was provided: it was confirmed that a grip cable on the large needle driver broke, causing a loss of functionality of the instrument grips and the needle to be displaced outside of the surgical view.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, large needle driver (lnd) cable was broken, which caused the decrease in gripping force and caused the needle displacement. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was loose. The patient did not puncture or cause damage to the patient¿s tissue. The needle was retrieved during the same procedure. No additional surgical procedure was performed. The patient did not return to the hospital due to experiencing any post-surgical complications.